Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred the following cause. - breakage of the video connector, resulting in the entry of moisture, breakage of the electronic circuitry, and inability to transmit video communication to the processors. - breakage of the video connector may be due to user handling.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the video connector of the subject device was damaged and leaked. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a preparation for use with the subject device, a scope communication error e226 occurred. Other detailed information was not provided. There was no report of patient injury associated with the event.